Event description:
Reportedly the device was explanted. Explant date and implant duration is unk. The device was explanted because repair was not satisfactory. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Method - device not returned.